Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, while they tested the device on the back table, when they tried to cycle the device, the jaws would not open or close. They took off the reload and adapter and tried again. The handle was also unable to recognize the reload. The led indicator was showing to cycle the reload, even though the adapter was not connected. The powerpack then went completely dead. Tried to troubleshoot by unplugging the charger and plugging back in. The unit was left to charge for about 30 minutes, but it was still dead and unable to turn on. The reset buttons were held on each side for 30 seconds, but nothing turned it back on. The powerpack was actually hot to the touch. They got an entire new unit with a powerpack, shell , tray with adapter and insertion guide to resolve the issue. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia handle device. The logs revealed no restart command was issued despite the device having enough battery energy before log termination. The root cause for the unanticipated loss of device function was identified as being an exposure to an unanticipated electrostatic discharge (esd) event prior to procedural use. Device enhancements are being evaluated to minimize the potential device susceptibility to esd. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, while they tested the device on the back table, when they tried to cycle the device, the jaws would not open or close. They took off the reload and adapter and tried again. The handle was also unable to recognize the reload. The led indicator was showing to cycle the reload, even though the adapter was not connected. The powerpack then went completely dead. Tried to troubleshoot by unplugging the charger and plugging back in. The unit was left to charge for about 30 minutes, but it was still dead and unable to turn on. The reset buttons were held on each side for 30 seconds, but nothing turned it back on. The powerpack was actually hot to the touch. They got an entire new unit with a powerpack, shell , tray with adapter and insertion guide to resolve the issue. There was no patient involved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. No visual or functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.